Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Customer¿s blood glucose level was approximately 130 mg/dl. Customer declined troubleshooting with tandem technical support to resolve the issue.